Event description:
The customer reported that a ventilator failed the cyclical redundancy check test. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer was unable to duplicate the reported issue and was unable to find the code in the significant event log. The rse advised the customer to download the software. If that did not work, then it would be necessary to replace the central processing unit (cpu) printed circuit board assembly (pcba). It was reported that the customer requested onsite service since they are having issues with the null modem cable and have never downloaded software into the ventilator. Further information regarding repair has been requested from the customer. No response was received.